Event description:
Additional information was provided by the initial reporter and the surgeon that there was no patient harm, the patient's issues have resolved and the prognosis is good. Further information was provided that what caused or contributed to the event was high myopia and a larger capsular bag.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient reported blurry vision. There was lens rotation and residual refractive error. The lens was removed in a secondary procedure. Additional information was requested.